Event description:
The customer reported that the pt was disconnected from the ventilator and taken to the operating theater. Upon returning to the room, the pt was reconnected to the ventilator, which had been maintained in standby in the meantime. After a few minutes, the monitoring showed a blood pressure drop (46/35 mmhg) and severe bradycardia, while at the same time ventilation continued without alarms. The medical staff noticed a great thoracic distension. The pt was immediately disconnected from the ventilator and a big quantity of air escaped from the patient. The blood pressure normalized and the patient recovered without clinical consequences. It is further reported that after detailed checks, the doctor noticed that the expiratory cassette was not properly inserted.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care . Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.